Event description:
It was reported that lead displacement was found due to twiddler's syndrome. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.